Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer malfunctioned. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07april2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the u-link plunger on matrix drawer solenoid was defective. A field service engineer replaced the u-link plunger on the matrix drawer solenoid to resolve the issue. The system functioned as intended after the field service engineer repaired the device.